Manufacturer narrative:
Follow-up # 1 ¿ (09/30/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/11/2013 and 9/23/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was powering off during use. The complaint was classified based on the customer care advocates (cca) documentation. The patient could not recall when the issue first occurred. The patient reportedly manages her diabetes with an unknown type/dose of insulin through pump therapy and she denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient could not recall whether she was symptomatic at the time. The patient stated during a doctor¿s appointment on (B)(6) 2013 between 3:30-4:00pm she told her doctor about her meter not working and the doctor advised her to contact lfs for assistance. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time; the battery did not need replacing based on the use of meter. The issue remained unresolved and replacement products were sent to the patient and subject products are pending return for investigation. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. There were no symptoms of hyperglycemia or hypoglycemia reported and the patient did not receive any treatment from her doctor for either of these conditions. However, this complaint is being reported because, the alleged product issue remained unresolved.